Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl with moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended and the customer made changes to their basal program. It was reported that the patient's healthcare provider made recent changes to their basal rate. It was also revealed that the bolus type was incorrectly programmed and there were cancelled boluses in the pump history. Also during troubleshooting, it was determined that the basal history matched the active basal program settings and the bolus totals matched and were recorded as programmed. Cts determined that the patient failed to bolus which contributed to the bg excursion. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the original complaint could not be duplicated or confirmed; the pump information for the date of the complaint had been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.